Manufacturer narrative:
Device was received with hardware low level failures error due to two wire interface programming error. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error alarm. They were able to clear the alarm. The customer's blood glucose was 297 mg/dl. The device passed self-test. However, the customer received a hardware low level failure. The device will be returned for analysis.